Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the patient felt unwell and their blood sugar was less than 40 but their egv was 167 mg/dl on their receiver. The patient asked her husband to call the emergency medical teams (emts) and gave her juices and sugar water. When the emts came, they started monitoring her, but no treatment was provided. She was asked if she wanted to be brought to the emergency room (ER) and the patient agreed to go. The patient was taken to the ER and while there, they did procedures like ekgs and ran a blood test. The patient stayed in the ER for less than 24 hours. In the ER, no medications were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.